Event description:
It was reported that the insulin pump had many scratches, and the display was worn. Nothing further was reported.

Manufacturer narrative:
The insulin pump had cracked battery tube threads and a cracked reservoir tube lip. The insulin pump had a scratched/worn display window. The insulin pump failed the displacement test due to an out of phase motor encoder signal.